Event description:
The hospital reported the device tip fell into a pt's bladder. The tip was retrieved and the procedure completed with the use of another similar device. There was no allegation of harm.